Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part-lot combination and no non-conformances were identified. It is mentioned in the event description that the patient had hard bone quality. Hence , one of the possibilities of the reported complaint could be that the surgeon applied too much pressure during insertion causing the device to crack. However, we do not have the physical device available to confirm the complaint. No further information regarding the technique or instruments used has been provided to determine a definite root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the sales rep's 8x23mm milagro interference screw cracked while inserting into the patient. The sales rep stated that there was a linear crack on the face of the screw. The screw was backed out of the patient with a driver with no debris left behind. The sales rep stated that the patient had hard bone quality. The case was completed with another like-implant with no patient harm or delay. There is no need for surgical intervention. The device was discarded by the customer.